Event description:
This pt (age unknown) was brought to the interventional lab for an angioplasty procedure of the superficial femoral artery (sfa) (side unknown). The vessels were described as calcified vessels. The balloon was inflated manually (pressure unknown) and upon dilatation, the balloon burst. Procedure was completed successfully with a second opta-pro balloon. There were no reported pt complications. Please note that several attempts at additional information were made but were unsuccessful.